Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that during a routine device change out, when the left ventricular lead was reattached to the new device it was evident that the lead was not working. The lead had impedance > 3000 ohms, no capture, and the physician mentioned that the connector looked broken prior to connecting it to the new device. The lead remains in place but not in use. The new device was reprogrammed to pace in the right ventricle only. No patient complications have been reported as a result of this event.